Manufacturer narrative:
One used 3.5mm platinum synovator blade, used in treatment, was returned for evaluation. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. Evaluation of the inner blade edgeform showed it is damaged. There is also a contact point and damage on the outer blade. The condition of the blades indicates an excessive side load was applied during use causing the inner blade to contact the outer blade resulting in the observed damage. Per the devices instructions for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Per subsequent email, no shedding occurred in the joint and none was visible on the arthroscope. Additionally, the procedure was successfully completed using a back-up device. The future impact to the patient is unknown; however, since no further harm to this patient is being alleged, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during surgery the platinum blade stopped working. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this device had contact between the inner and outer blades causing shedding/flaking, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.